Event description:
It was reported that the lap restraint buckle is broken and would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.